Event description:
It was reported that the procedure was to treat a fistula located in an unspecified peripheral artery in the left arm without calcification. The armada 35 balloon dilatation catheter (bdc) had no resistance during advancement and ruptured during the first inflation at 8 atmospheres (atms). The device was prepared per instructions for use (IFU). Another same size armada 35 was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design, or labeling.